Event description:
It was reported that shaft break occurred. A 12 x 3.00mm promus premier select stent balloon expandable was selected for treatment. During the procedure, when advancing break was noted. Procedure was completed using an alternative device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select,12 x 3.00mm stent delivery system (sds), batch # 31947140 was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified, 58cm distal to the distal end of the strain relief with multiple kinks noted along the hypotube shaft. No other device issues were identified during returned product analysis. Product analysis confirmed the reported event.

Event description:
It was reported that shaft break occurred. A 12 x 3.00mm promus premier select stent balloon expandable was selected for treatment. During the procedure, when advancing break was noted. Procedure was completed using an alternative device and no patient complications were reported.